Manufacturer narrative:
The device was received deployed. The data shows the device completed both the first and second priming sequences and delivered 2589 pulses, including multiple boluses. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would result in a needle mechanism failure. The soft cannula was observed to be torn spanning both exposed and unexposed portions. It could not be determined when or how this damage occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose reached 16.9 mmol/l (304.2 mg/dl) while wearing the pod was less than 1 hour. The cannula did not deploy during the activation process.